Event description:
Same case as #6000089-2006-00982. Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented for a scheduled cardiac catheterization. The 80% stenosed lesion was located in the tortuous and mildly calcified interventricularis artery (iva). The lesion was predilated with a 2.5x20mm voyager balloon inflated to 8 atm's for 30 seconds and a 2.5x12mm voyager balloon inflated to 8 atms's for 25 seconds. The physician proceeded to place a taxus express2 2.75x32mm drug eluting stent inflated 14 atm's for 30 seconds and a taxus express2 2.5x12mm drug eluting stent inflated to 13 atm's for 30 seconds. The stents were reported to be well apposedd. The patient received aspirin pre procedure and heparin and plavix during the procedure and plavix was ordered post procedure. Patient status was satisfactory. Some time post procedure, the patient was found to have a thrombosis. The timeframe from the initial implant to the thrombosis is unknown. The patient was brough back to the ccl but the thrombosis was unable to be treated because the patient died. The physician first questioned if the thrombosis was related to the stent but thought that the premedication may not have been effective.